Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative inspected the imaging system on-site. System went into standalone mode right after 2d acquisition attempt with handswitch. Replaced image acquisition system (ias) computer with red power switching board. Replaced system board. System checkout performed. No parts have been received by the manufacturer for evaluation. A software investigation was also completed. This investigation determined that the reported issue was caused by a hardware problem. The software was determined to be functioning as designed. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system entered stand alone mode during a spinal fusion procedure. It was reported that the system took longer than normal to boot up, and when the handswitch was pressed during the procedure, the system entered stand alone mode. The imaging system was rebooted and the issue was resolved. The procedure was completed successfully with the use of the imaging system after a delay of less than one hour. The patient was not impacted.